Event description:
The affiliate reports that during ventricular catheter positioning, the tip was too soft and the catheter size was too large resulting in not bein able to pass the catheter into the ventricular ependyma. The surgeon had to evacuate the hemorrhage.

Manufacturer narrative:
Affiliate provided additional information that indicated that the product code was actually 82-1705 and not that of 82-1735 as previously reported. The product has not been sent in for evaluation. If at some point the device and or lot information does become available, a follow up report will be filed. At the present time this complaint is considered closed.